Manufacturer narrative:
(B)(4). The complaint is confirmed. During laboratory evaluation the electronic patient gas system (epgs) would not drop below 26% oxygen (o2). After replacing the o2 sensor, the epgs would drop to the designated 21%. The o2 sensor was visually inspected with no anomolies noted. The o2 sensor was tested for dc output voltage and was with-in specification. Datalog analysis showed the gas system calibrated successfully. The logs did not indicate any problem. The epgs will be sent to service to be brought to manufacturers specifications before being returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. (B)(4).

Manufacturer narrative:
As per log analysis, the electronic patient gas system (epgs) is successfully calibrated. Sensor voltage was recorded as 2216 millivolts (mv) which is on the high side of normal. Flow and fraction of inspired oxygen (fio2) are set to various values, no errors are logged. Fio2 must be more than 10% off the setpoint in order to cause a blender and sensor disagree event to be logged. Since the difference was reported as 5%, nothing would be logged to indicate a problem. Most likely the issue is with the sensor. The service repair technician (srt) replaced the oxygen (o2) sensor and performed preventive maintenance (pm). The unit operated to the manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-01003. Evaluation is in progress, but not yet concluded. The fsr reinstalled the original epgs unit. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during field service installation, while testing the electronic patient gas system (epgs) after the installation the fraction of inspired oxygen (fio2) would not go below 26. The unit calibrated fine and no alerts or alarms were observed. The fsr checked the air and oxygen (o2) wall pressure; tested good: 56 = air and 58 = oxygen, which is within 18% of each other. There was no patient involvement.